Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
Complaints text (B)(6) 2020 14:19:00 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 14:16:20 (B)(4). Initial notes: it seems that the ring on my pump came off inquired what led up to the complaint. Customer response: I'm about to take a shower when I noticed that the ring is on the tubing bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: pump ring came off. Damage occurred: it just hanging on the wire. Location of the damage is: reservoir lip ring. Is the physical damage to the pump's retainer ring: yes adv courtesy black silicone case will be shipped. Will send black case is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: will send a replacement pump and will return the one in question additional notes: customer is demanding to get the pump tomorrow, advised that we don't deliver on sundays said she will pay for fedex, advised its not available for sunday delivery delivered by: 10:30 a.m. Monday (B)(6) 2020 ship: 1 mmt-1780kl, 1cs le, 1 acc-822bk/return: 1 mmt-1780kpk.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.